Manufacturer narrative:
H6: investigation summary: a device history record review was completed for provided lot number 201003. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples of the same lot number were obtained from the manufacturing facility for further evaluation. The retained samples were assembled with a bd emerald syringe following regular practices. The hub was positioned onto the syringe tip with a slightly rotational movement. None of the samples examined presented any signs of leakage and the hubs fit perfectly on the syringe. Based on the investigation results, an exact cause related to the manufacturing process could not be determined for this incident.

Event description:
It was reported that a needle 25ga 1in experienced leakage during use. The following was reported by the initial reporter: "during use, the solution leaked from the needle hub."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a needle 25ga 1in experienced leakage during use. The following was reported by the initial reporter: "during use, the solution leaked from the needle hub."